Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure". Concomitant products included alprazolam (xanax), diazepam (valium), ketorolac tromethamine (toradol) and loratadine (lortab). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus and bilateral fallopian tubes, morcellated supracervical hysterectomy and bilateral salpingoeca). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the fallopian tubes are occluded secondary to the bilateral essure devices. The right fallopian tube is occluded at the proximal end of the essure device. The left fallopian tube has contrast filling to the level of the mid portion of the essure device. No contrast is observed distal to the left essure device or in the peritoneal cavity, this is a grade 2 occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received. Event medical device removal updated pelvic pain. Plaintiff address updated, reporters, reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure". Concomitant products included alprazolam (xanax), diazepam (valium), ketorolac tromethamine (toradol) and loratadine (lortab). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus and bilateral fallopian tubes, morcellated supracervical hysterectomy and bilateral salpingec). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the fallopian tubes are occluded secondary to the bilateral essure devices. The right fallopian tube is occluded at the proximal end of the essure device. The left fallopian tube has contrast filling to the level of the mid portion of the essure device. No contrast is observed distal to the left essure device or in the peritoneal cavity, this is a grade 2 occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: this case become serious incident.mr received. Reporter's information added. Event: medical device removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.